Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Screw from inside face came out and is sheared. Case type: tka. Surgical delay: = 15 minutes.

Manufacturer narrative:
Screw from inside face came out and is sheared. Case type: tka. Surgical delay: = 15 minutes. Product inspection: mics-209063, sn#: (B)(6), lot#42010917, RMA#: 283934. Inspected per d06917 and determined failure of the following test step. Sec# 7.1.4. Failed collar test. Screw missing in collar. Disposition: rtv. Device history review: device history records indicate 25 devices were manufactured under prodex lot k0a8n and 23 devices were accepted into final stock on 09/21/2017. A review of qt17-09-0041 revealed that the failure was not related to the failure in this event. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot number 42010917 shows no additional complaints related to the failure in this investigation. Conclusion: the alleged failure mode was confirmed. No additional investigation or specific actions are required.

Event description:
Screw from inside face came out and is sheared. Case type: tka. Surgical delay: = 15 minutes.